Event description:
Prong on impaction platform broke. Case type: tha.

Manufacturer narrative:
It was reported that "prong on impaction platform broke." Method & results: -device evaluation and results: not performed as no items were returned. -product history review: the reported lot number appears invalid; the review is performed with similar lot number: 45010418. Review of the device history records indicates (B)(4) device(s) were manufactured and accepted into final stock on 05/11/18 and (B)(4) device(s) were rejected. Review of qt18-05-0039 indicates the following: (B)(4) device(s) were quarantined due to fit check and documentation discrepancies; a quarantine disposition was reported as re-inspect. -complaint history review: the reported lot number appears invalid; the review is performed with similar lot number: 45010418. A review of complaints in catsweb and trackwise related to p/n 206270, lot 45010418 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion: the exact cause of the event could not be determined because the product was not received. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics or investigator. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Prong on impaction platform broke. Case type: tha.